Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no excessive no delivery alarm noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with no delivery alarm. The blood glucose was 401 mg/dl at the time of the incident. Troubleshooting was completed within the previous complaint, however the no delivery alarm was continuing. Customer states the tubing is not bent or kinked. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.